Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; the patient was not reimplanted with a new device. (B)(4).

Event description:
Per the clinic, the patient reported headaches and pain especially with device use, resulting in the decision to discontinue use of the device. Explantation is planned but has not taken place at the time of this report (B)(6), 2011. There are no plans to reimplant the patient with another device.